Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "we have difficult time to insert dilator, not sharp enough". Additional information received 10/06/2021: it was reported by healthcare professional "no one injured however we are not able to insert dilator smoothly most of the time, it kept flowering. We do not want to nick the skin because the dilator is dull."